Event description:
Lap chole- "product was not firing clips properly. The clips would not close when place on cystic duct." Patient status: unknown.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. The root cause of the customer's experience of improper clip loading and incomplete clip closure was likely the loading clip technique. Per applied medical's instruction for use, clips may fall out of jaws if excessive tissue manipulation is performed with the clip applier. Additionally, if the user does not pre-load the clip prior to placement of jaws around the vessel/structure, then mis-feeding may occur. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.